Manufacturer narrative:
G1 corrected the manufacturer contact phone number. H6 investigation type and findings codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the patient device interaction could not be determined as insufficient clinical details were provided. The cause of the difficulty to advance could not be determined as limited clinical details were provided.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report.h6 medical device problem code a24 omitted. A150205 and a01 added.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 34-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. A graft was sewn onto the right axillary artery, and the sheath and graft were secured in place. During the procedure, the surgeon attempted to advance a 0.035-inch j-wire but was unable to pass it through the anastomosis. The anastomosis was taken down, at which time dissection of the axillary artery was identified. A patch was placed to repair the artery, and a 10 mm graft was subsequently anastomosed to the patch. The patient remained on impella support following the repair. The reported vascular dissection is consistent with access-related arterial injury during surgical manipulation and graft anastomosis in the setting of urgent mechanical circulatory support placement

Manufacturer narrative:
D6b: explant date is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate